Manufacturer narrative:
The plant investigation is in progress. A supplemental MDR will be submitted upon the completion of this activity. Clinical investigation: there was no allegation that the patients loss of consciousness or cardiopulmonary arrest was caused by any fresenius products. Additionally, the physician noted that the event was likely caused by the patient's cardiac history. There is no documentation that shows a causal relationship between the adverse event and the loss of consciousness or cardiopulmonary arrest experienced by the patient and any fresenius products.

Event description:
The nurse manager at a user facility reported an adverse event that occurred while a patient underwent an in-center hemodialysis (hd) treatment. A patient with a past medical history of cardiac disease (unspecified) and end stage renal disease (esrd), who has been on hd therapy for approximately two (2) years, presented to the user facility for a routinely scheduled hd treatment on (B)(6) 2016. Immediately preceding the initiation of treatment, the patient¿s blood pressure (b/p) was recorded at 138/79. The patient¿s ultrafiltration goal was set for 2.3 liters (l); however, the total amount of fluid removed is not known. A heparin bolus (2000u) was given and the hd treatment was initiated (time unknown). Toward the end of the hd therapy, the patient complained of not feeling well, and subsequently lost consciousness. The patients b/p preceding the loss of consciousness was 145/84. The hd treatment was discontinued and the patient¿s blood within the venous line was returned. The blood within the arterial line was not able to be returned due to the nurse having to immediately attend to the patient. The patient¿s estimated blood loss (ebl) from the arterial line was noted as being approximately 100ml. Cardiopulmonary resuscitation (CPR) efforts were initiated and the patient was successfully resuscitated (resuscitation details are unknown). The patient was transferred to the emergency room (ER); however, no further details related to the patient¿s ER encounter were made available. The patient has since returned to and has continued to undergo routinely scheduled hd treatments with no further issues being reported. The physician noted that the patient¿s cardiac history was the likely cause of the event. Following the event, the machine was removed from service for evaluation. A fresenius regional equipment specialist (res) performed an on-site evaluation of the unit and found the system to be functioning properly. No device malfunction was identified and there were no device issues either reported or alleged noted as being the cause of the patient's event. The unit was cleared for return to service. The dialyzer complaint device is available to be returned to the manufacturer for evaluation. Although requested, the device has not been received for analysis.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008k2 hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed. Functional testing performed by the res confirmed that the unit was operating properly. No malfunction of the 2008k2 hd machine was observed or identified during the on-site evaluation. Follow-up information was provided which confirmed that the 2008k2 hd machine was cleared for return to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. The investigation was not able to identify any device issues that could be associated with the reported event. The evaluation of the complaint device confirmed that the 2008t hd machine functioned fully as designed and met specification.